Manufacturer narrative:
A company representative examined the system and observed the vitrectomy connector not allowing connection with the vitrectomy probe. The customer representative replaced the pneumatic connector, then tested the system and found it met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
A customer reported while performing a vitrectomy, the port on the unit was not holding the handpiece tubing securely. Additional information received indicated a posterior capsule rupture occurred during the cataract extraction procedure and was unrelated to the event. The nurse reported the only problem was being unable to plug in equipment to complete the vitrectomy surgery. Another system was used to complete the case without harm or injury to the patient.